Manufacturer narrative:
(B)(4). The lot was manufactured april 6, 2015- april 7, 2015. The device was received for evaluation with approximately 6 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion. The device was filled with fluorouracil and saline with a total fill volume of 240 ml. The expected infusion time was 48 hours and the actual infusion time was 72 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.